Event description:
It was reported that a pt who was ventilated on an evita 4 passed away in 2009. The hospital considered that the patient was in a critical state, and a health complication caused her death. The hospital stated that the event was not related to the fail of flow measurement of the ventilator, but to a user error, since the alarms had been switched off by the nurse.

Manufacturer narrative:
The device was checked by draeger colombia s.a. At the customer site. Problems with the flow measurement were reported by the user, but it was clearly stated that this did not cause or contribute to the pt outcome. The pt was already in a critical health state, and the user had switched of the alarms, and did not pay special attention to this pt.